Event description:
It was reported that the cassette leaked inside of the homechoice (hc) during use. The home patient (hp) was able to finish two full cycles before the therapy was discontinued. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). During follow up with the home patient (hp), it was reported that the leak was coming from the "box" of the cassette and that it ?sprayed? Out into the door. The hp did not notice anything unusual about the supplies other than the leak. Additional information was requested and is not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.